Manufacturer narrative:
(B)(6). Concomitant medical product: nexgen lps-flex femoral component catalog # 00596401501 lot # 62896157; unknown nexgen tibial component catalog # unknown lot # unknown; femoral recon nail catalog # 00225236010 lot # 62727934. Product has not been returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565 - 2018 - 00866, 0001822565 - 2018 - 00868, 0001822565-2018-01149.

Event description:
It was reported by the legal counsel that the patient underwent a left total hip arthroplasty. Subsequently, the patient was revisied due to implant defect. Attempt for further information has been made, but no further information has been provided.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
.

Event description:
It was reported that the patient underwent a left total knee arthroplasty. Subsequently, the patient was revised due to implant defect and pain. Attempt for further information has been made, but no further information has been provided.